Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: photographs of the sample were provided for evaluation. An evaluation of the shared photographs of the reported incident was conducted and units appeared stained, dirty, and partially crushed. Twenty eight (28) actual samples were received for evaluation. Visual inspection was performed and grease was visible and something heavy appeared to have left a mark in the middle of the minicap package (a line down the center). Additionally, some packages were open, and the caps inside were broken and crushed. The reported condition was verified. Based on the evaluation, it is possible that the product was dropped and subsequently crushed, as tire marks were observed on the packaging. The cause of the condition was determined to be related to mishandling during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary packaging of twenty-eight (28) units of minicap were stained with iodine. This was observed before use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.